Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump has not been working. The customer states they have not used the device for about a week now. The customer's blood glucose level at the time of incident was unknown. The customer was able to replace battery, and the device powered on. The customer states receiving a no delivery alarm, and battery out limit. Troubleshoot was conducted and the customer was able to clear the alarm. The customer then received a failed battery test and an empty screen. The customer was advised to replace battery. The customer will call back later to continue to troubleshoot.